Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),") and device expulsion ("migration of essure device ¿ fundus left of midline") in a 50-year-old female patient who had essure (ess205) (batch no. 12254611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polymenorrhoea. No sonographic evidence of torsion, or solid mass. Concurrent conditions included septate uterus, uterine fibroid (submucosal fibroids in right cornual area), inflammation, dysplasia, hyperplasia and adenomyosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), headache ("headaches"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), fungal infection ("infection ¿ yeast infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and allergy to metals ("nickel allergy"). The patient was treated with surgery (supracervical hysterectomy uterus only tubal ligation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, dyspareunia, headache, alopecia, bladder disorder, urinary tract disorder, migraine and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, fungal infection, cystitis and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on 2005 , hysterosalpingogram performed result not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),") and device dislocation ("migration of essure device ¿ fundus left of midline") in a (B)(6) female patient who had essure (ess205) (batch no. 12254611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polymenorrhoea. No sonographic evidence of torsion, or solid mass. Concurrent conditions included uterine disorder, uterine fibroid (submucosal fibroids in right cornual area), inflammation, dysplasia, hyperplasia and adenomyosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), headache ("headaches"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), fungal infection ("infection ¿ yeast infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and allergy to metals ("nickel allergy"). The patient was treated with surgery (supracervical hysterectomy uterus only tubal ligation) and surgery (supracervical hysterectomy uterus only tubal ligation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, headache, alopecia, bladder disorder, urinary tract disorder, migraine and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, fungal infection, cystitis and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on 2005 , hysterosalpingogram performed result not provided. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics and concomitant disease added. Essure indication, stop date and indication added. New events abnormal bleeding (menorrhagia), bladder or urinary problems or changes), infection ¿ yeast infection, bladder infection, urinary tract infection, migraines, migration of essure device ¿ fundus left of midline, nickel allergy and perforation (fallopian tubes) were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),") and device expulsion ("migration of essure device ¿ fundus left of midline") in a 50-year-old female patient who had essure (ess205) (batch no. 12254811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polymenorrhoea. No sonographic evidence of torsion, or solid mass. Concurrent conditions included septate uterus, uterine fibroid (submucosal fibroids in right cornual area), inflammation, dysplasia, hyperplasia and adenomyosis. Concomitant products included drospirenone w/ethinylestradiol (yasmin) in 2004 for contraception and antibiotics for yeast infection, bladder infection and urinary tract infection. In 2004, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), headache ("headaches"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), fungal infection ("infection ¿ yeast infection"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2017, 12 years 9 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (supracervical hysterectomy uterus only tubal ligation) and surgery (supracervical hysterectomy uterus only tubal ligation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, dyspareunia, headache, alopecia, bladder disorder, urinary tract disorder, migraine and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, fungal infection, cystitis and urinary tract infection had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2005: total bilateral occlusion on 2005 , hysterosalpingogram performed result not provided. Lot number 12254611 was updated to 12254811. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: plaintiff fact sheet was received. Events onset date were updated. Concomitant drug & lab data were added from pfs. Lot number was updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.